Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide states: if you begin to change a cartridge, but do not complete the process within 3 minutes, the change cartridge alert occurs. You are prompted to complete the cartridge change process. Device not returned.

Event description:
It was reported that the customer's pump request a change in cartridge. The customer stated blood glucose level were possibly affected, however no specific value was provided. During troubleshooting with tandem technical support (cts), the customer confirmed an incomplete cartridge change alert. Cts explained the meaning of the incomplete change alert and customer acknowledged.